Manufacturer narrative:
The device was not returned for evaluation; therefore the service information is not available. This would have been the first time the unit was returned. A root cause could not be determined, and corrective action is not applicable because the unit was not returned. We will continue to monitor reports and take action as applicable.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported they tried to use the pump and after about 5 minutes they started to show signs of having a seizure and had to stop. The frequency and volume of the mechanism that does the pumping in the omni pump is setting off an epileptic seizure. Additional information: it was clarified that the end user has an epileptic disorder, apm1, which makes her very sensitive to sounds. The omni did not cause her to have a seizure. The grinding of the omni made her exhibit pre-seizure symptoms, despite the omni pump only being at 37 db vs 47 db on the joey pump the family has decided to remain on the joey pump.